Event description:
The cup would not fit with any inserts. The surgeon tried 2 kinds of inserts, but neither one would fit in the cup. The 10 degree insert was fit into another cup successfully. He fixed the cup and neutral hood insert with cement at last. There was no adverse consequence for the pt.